Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The device was returned without a specific complaint or event. However, premature battery depletion was found during analysis. Interrogation of the device revealed the device was at end of service (eos) upon receipt. A longevity calculation was performed and found the battery was depleted prematurely based on the device usage and programmed settings. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.